Event description:
The ge oec 9600 fluoroscopy system displayed charger failed error code.

Manufacturer narrative:
A ge oec service rep investigated the issue and suspected the system batteries may have been depleted. Customer advised to plug system in overnight to re-charge batteries. This overnight charge restored functionality and system operated normally. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.